Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, infusion pump was exhibiting alarm no cassette. It was reported the end user received the alarm upon start up, removed the cassette and then reattached the cassette which resolved the alarm. Per reporter the alarm returned, the end user tried the cassette on three different pumps but was unable to resolve the alarming.

Manufacturer narrative:
Foreign: (B)(6).